Manufacturer narrative:
Corrosion was noted within the internal components of the device.

Event description:
The micro reciprocating saw was sent for eval because it was running on its own without activation during testing. The event occurred during a routine maintenance testing. There was no pt involvement; no adverse event was associated with the device.